Event description:
During an ercp procedure, a wilson-cook tracer metro wire guide was placed into the duct. A wilson-cook glo-tip ercp catheter was placed over the wire guide. The physician was unable to advance the wire guide, as resistance was felt from the stricture. At this time, the ercp catheter was removed and a ramp catheter was placed over the wire guide. The physician noticed the distal end of the guide wire started to curl, and decided to remove all the devices and begin with a new guide wire. When the guide wire was removed, a small piece of the coating had detached partially inside the duct. The piece of coating was removed with forceps. The patient did not undergo any additional procedures due to this incident, and was reported to be in good condition.